Event description:
A customer contacted haemonetics on (B)(6) 2010, to report that water came into the display of their orthopat machine and to request preventative maintenance. No operator or donor injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2010, to report that water came into the display of their orthopat machine and to request preventative maintenance. No operator or donor injury was reported. The returned unit was evaluated and decontaminated as a result of a blood spill. Various components needed to be replaced including the power supply. The product issue identified in this report (fluid spill) was identified by haemonetics during a retrospective review of the company¿s service records. No pt or user harm or injury was reported or allegedly associated with the identified issue. Actions taken in response to the issue are recorded in the CAPA record (B)(4). These actions have been communicated to the FDA and have been assigned the action number 1219343-04/29/2011-001-r. (B)(4).